Manufacturer narrative:
Failure (event) observed with analysis. External insulation abrasion was noted at 19.3-19.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.